Manufacturer narrative:
Patient weight not available from the site. A medtronic representative inspected the imaging system onsite and could not replicate the issue. The door was tested and there were no issues or damages found. The system was ready for use. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
A site representative reported that, after using the imaging system for a spinal fusion procedure there were issues trying to open the system. The system was rebooted and the site manually moved the tube. The site was able to manually rotate the gantry a bit and then the rotation started working on the pendant. As a result, it was possible to remove the system from the room. The site was instructed to rehome the system. There was a reported delay to the procedure of less than 1 hour due to this issue and no impact on the patient outcome.

Manufacturer narrative:
Correction: patient weight obtained.